Event description:
It was reported that a pt incident occurred during a procedure with the electrosurgical unit (esu/generator). The esu was used in a corporectomy. After the procedure, a 3rd degree burn was discovered underneath the neutral electrode that was on the pt's left upper arm (note: the non-erbe pt plate used was manufactured/distributed by the 3m company). Plastic surgery was being planned to address the burn. Note: the esu was distributed by our parent company (erbe electromedizin (B)(4)) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. There were no equipment issues that would have caused or contributed to the event. Additionally, no anomalies were found in the review of the unit's device history record (DHR). Most likely there were many factors involved with the event. However, it appears that hf current was not dispersed adequately by the neutral electrode which resulted in the pad burn. Nevertheless, no conclusive determination could be made as to the cause of the situation. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.